Manufacturer narrative:
The initial reported event of high right ventricular (rv) lead impedance was previously submitted via remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued the rae, so supplemental information is being submitted via 30 day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was also noted that the rv lead is plugged into the left ventricular (lv) port. The rv lead will be explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2019: it was further reported that the rv was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.